Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient became very symptomatic. The patient's medical history was significant for a positive tilt table finding (42 second pause). Subsequently, a pacemaker was implanted and the rhythmic feature of the device was programmed on due to adequate a to v conduction. The patient requires atrial pacing but has an adequate intrinsic right ventricular (rv) rate. Between early and mid-(B)(6) 2013, rv pacing was required. Because the patient experienced some symptoms, the patient was presented for an in-clinic follow-up. Rv pacing was performed (temporary ddd pacing and vvi pacing). The patient symptoms were worse when programmed to vvi pacing. A review of stored data indicated that rhythmic episodes had been stored which showed a type of heart block for 5-10 seconds at a time and the device rv paced at 15 beats lower than the lower rate limit (lrl) or sensor driven rate due to rhythmic. Rhythmic was programmed off and the av delay was extended to minimize rv pacing. The local representative suspected that this may be the root cause of the patient's symptomology. Ts felt that this represented normal device operation as the device was functioning as programmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.